Event description:
The customer reported they have experienced leakages from multiple lines in the past few weeks, units are leaking from the drip chamber. The customer has retrieved 2 of the lines which are contaminated with blood and have attached pictures of the faulty drip chambers. They are holding the faulty units for this complaint if required. One line discarded as it contained a cytotoxic drug. We received two used samples without batch specification for investigation. We performed a visual inspection of the received samples and we found at both drip chambers a crack in the lower part of the drip chamber near the molding ring, which lead to fluid leaking out of the drip chamber when squeezing the drip chamber. An additional detailed microscopic inspection confirmed cracks, but no further indication for external material damage, flow lines, material inhomogeneities could be detected. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. We checked the assembly process of the drip chamber but we could not reproduce the failure during the assembly of the drip chamber and/or o-ring injection moulding process. We have checked the retain samples of the complained batch by visual inspection. After the visual inspection we performed a free flow and tightness test with retain samples of the complaint batch in which no leakages could be confirmed. Further a practical test was performed including priming and squeezing the drip chamber for several times. For all retain samples the drip chamber could be primed and no cracks or stress was induced to the drip chamber. All batch records were reviewed and there were no indications related to the complaint reason. There was no deviation during the production process. All other potential factors could be either excluded or it could not be proven that they are the reason for the defects. Therefore we assume that a combination of worst case factors might lead to cracking of the drip chamber. Since the root cause could not be determined, actions have been implemented to reduce overall variations in the production process and potential root causes and have initiated a CAPA.